Event description:
It was reported that the ilet charging pad did not charge the pump, indicated by a blinking light when the pump was placed on the pad, and the pad also failed to charge a smartphone used as a control test. Symptoms included none. Outcomes included no injury, no medical intervention, and no interruption of therapy beyond the inability to charge with the affected pad. Investigation included customer troubleshooting and education by support, confirmation of failure across outlets and with an alternate device, and arrangement for replacement supplies. Investigation of this case revealed a suspected malfunction of the charging pad consistent with a defective or nonfunctional power/charging component. It was concluded that the event was attributable to a charging pad malfunction, with no patient harm and resolution through replacement.